Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a battery error. Customer stated that she had been receiving replace battery error and has replaced it out three times and also it keeps coming up with failed battery error. Customer informed that had initial changed the error because of receiving the insulin flow blocked alarm. The customer stated they were not able to clear the alarm and were not able to complete the rewind process. Customer was advised the pump will need to be replaced. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.